Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one power on reset (por) for write to locked ram, addr=112d, data=35, on (B)(6) 2011. There was also one patient alert for the por on (B)(6) 2011.

Event description:
It was reported that the patient heard the alert and came to the clinic. Interrogation revealed that a power on reset occurred. Reset instructions were given to the clinician to clear the device. The device is still in use. No patient complications have been reported as a result of this event.